Manufacturer narrative:
Will not be returned to manufacturer.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 309 mg/dl, 207 mg/dl, and 87 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.